Manufacturer narrative:
The insulin pump received with moisture damage at electronic assembly. The insulin pump was received no button response due to corroded keypad traces. The insulin pump was unable to perform error test and excessive no delivery test due to no button response. The insulin pump was received cracked case at display window corner, cracked reservoir tube lip and with cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture exposure. Customer's blood glucose was 101 mg/dl. The customer jump in the pool and fluid is under the lcd. Customer was advised to discontinue use of the device and revert to back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.